Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t13459rn. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. Manufacturing batch records for lot t13459rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported correlation study issues with triage cardiac tni vs siemens exl high sensitivity tni on four patient samples. No additional information provided.